Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited a long charge time and a charge time out, which resulted in a loss of defibrillation therapy. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of charge timeout was confirmed. The cause of charge timeout was due to depleted battery voltage. The cause of battery depletion was found to be due to excessive charges. The cause of excessive charges was due to patient¿s philosophy. The device behaved as programmed. The device was tested in the lab and was found to function normally. Telemetry, impedance, sensing, and pacing of the device were tested and found to be normal.